Event description:
The customer reported that an erroneously elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. An initial elevated result was obtained on a patient sample. This result was reported to the physician(s) but not questioned. The patient was redrawn twice, and the samples were processed on the original system. Additionally, the first redrawn sample was reprocessed on the original system. The redrawn samples yielded lower results. These lower results were considered correct and reported to the physician(s). A corrected report was issued based on the redrawn sample testing. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside of the (B)(6) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) recovered within range on the event date. Siemens concluded the investigation of the event. Siemens reviewed the information provided by the customer. No abnormalities were observed with other patient samples, and the issue was isolated to a single sample, indicating no system or reagent-related concerns. The affected sample was no longer available for siemens investigation. Siemens determined that a sample specific interference potentially contributed to the reported event. The customer is operational. The device is performing within specifications. No further evaluation is required.